Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The reported event with the instrument could not be replicated nor confirmed. The fenestrated bipolar forceps instrument underwent external and internal visual inspections, no conductor wire issue detected. The instrument passed the electrical continuity test in various grip orientations. The instrument was found to have a frayed grip cable at the idler and yaw pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Root cause of frayed cables is attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Instrument was inspected prior to use. There was no damage out of the ordinary. The customer was using instrument inside the patient's body. There was loss of cautery associated with broken/loose cable. There were no signs of thermal damage at the site of breakage. There was no arcing observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, fenestrated bipolar forceps was found to have broken conductor wire. The procedure was completed with no reported injury.